Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call off no power anomaly, battery out limit alarm, unexpected restart alarm and high blood glucose. Customer's blood glucose level was 442 mg/dl. Customer treated their high blood glucose via insulin pump. Customer received battery out limit alarm followed by an off no power alarm. Customer replaced the insulin pump with a new battery. Customer was advised a replacement battery cap would be sent out and to monitor the device.